Event description:
It was reported that during a navigated total knee procedure, the computer screen froze after the implant had been placed. The navigation portion of the procedure was aborted, and the procedure was completed successfully using manual technique. There were no adverse consequences reported due to this event.

Manufacturer narrative:
(B) (4) the device was evaluated by a baxter technician for the reported condition of "over-infusion during patient use". Visual and functional testing were performed. The complaint condition could not be confirmed or duplicated. Accuracy tests were performed and all values were within specification. The device was not returned to this customer because it was a rental return and is a baxter owned "stays in" pump. No further action is warranted at this time.

Manufacturer narrative:
(B) (4)the pump is in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation, or if any additional details become available. This report represents all information known by the reporter at this time.

Event description:
The facility reported a flo-gard infusion pump which over-infused versed on a (B) (6) male patient in the intensive care unit. The intended infusion was 2.5ml/hr of versed with a total volume to be infused of 50ml in 20 hours. Instead, the entire 50ml was delivered in 45 minutes. There was no reported patient injury or medical intervention necessary, but the patient was overly-sedated as a result of the over-infusion. An unknown amount of propofol was also being delivered on a different, unidentified pump and this therapy was stopped due to the over-delivery of versed. No additional information is available.